Event description:
It was reported the patient's ipg would not communicate with external devices or deliver therapy, deeming the ipg inoperable. The patient last charged their system on (B)(6) 2021 and underwent an rfa procedure on (B)(6) 2021. The patient noticed that the device was inoperable on (B)(6) 2021. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.